Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricle output connector is broken. Analysis also found the lower case is broken, dented and contaminated. Upper case is dented and contaminated. Bail cover and ring cover broken and contaminated. Heart block, battery drawer, battery drawer o-ring, and lead flex cover are contaminated. Ring is bent and battery contacts are compressed. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.